Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height 1.2 had read/write cubie errors. A field service engineer (fse) replaced the drawer control board. The ejected cubies were reinserted and reloaded. A full inventory count was performed on the drawer, and no issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the cubies were popping out and had cubie memory error. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.